Event description:
It was reported that a minimum fill notification occurred, however the customer did not provide any further information regarding the issue. There was no reported adverse impact to the customer's blood glucose. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.